Manufacturer narrative:
Product complaint #: (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system.

Event description:
Litigation record received. Litigation alleges that the patient was diagnosed with dense fibrous tissue and focal synovium with foci of degeneration, hemorrhage, mild chronic lymphohistiocytic inflammation, hemosiderosis, metallosis, rare foreign body giant cells, and abundant fibrin of the right hip bone and tissue. Doi: (B)(6) 2018, dor: not reported, right hip. (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Additional information provided indicates "cup, liner, acetabular screws, and bone cement identified as competitor products " at this time depuy synthes joint reconstruction considers the device on this report to be not reportable as it is not depuy product.